Event description:
A medtronic rep reported that the system shuts down randomly. When the site exited dicom q/r, it went to a black screen and did not respond. They had to perform a hard shut down and then restart. The hard drive was not full. There was no pt present.

Manufacturer narrative:
Pt info not reported as there was no pt involved in this concern. The system was evaluated at the site. The system was fully functional and the system checkout showed no anomalies.